Event description:
It was reported that there was a lack of efficacy. The event was noted as ongoing. Interventions included device replacement. The patient did not feel that her spinal cord stimulator was as efficacious as it was previously. The patient¿s implantable neurostimulator (ins) had been in place approximately 7 years. Device interrogation showed the device was okay. The loss of efficacy of the device was considered to be related to the age of the battery. The etiology of the event was related to the device or therapy and not related to the implant procedure. The loss of efficacy of the device was considered to be related to the age of the battery. The severity was noted as mild.

Event description:
Additional information from the healthcare professional of the clinical study reported the site was unsure of the exact malfunction that occurred. The unknown suspected issue was thought to be the reason the device was no longer effective.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the adverse event was a loss of efficacy. The device event was suspected device malfunction.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 377760, lot# v010769, implanted: 2006-(B)(6), product type lead. Product ID 377760, lot# v010769, implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
Additional information reported the patient was pleased with the relief they obtained with having a once again function spinal cord stimulator. The event was considered resolved without sequelae.